Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Received a copy of the customer's sus voluntary event report from FDA, which states ¿pt's primary tubing was leaking at the site where it attaches to the pt's IV." There was no patient harm.

Manufacturer narrative:
The report of a leak on an IV set was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer's report could not be identified.

Event description:
Received a copy of the customer's sus voluntary event report from FDA, which states ¿pt's primary tubing was leaking at the site where it attaches to the pt's IV." There was no patient harm.